Manufacturer narrative:
Other event outcome: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the screw head detached from the shaft when the surgeon removed the screw driver from the screw. The screw head was partially locked to the plate. The screw could not be removed due to no screw head to affix to the driver. No additional patient complications were reported.

Manufacturer narrative:
The product was not returned; however, images were provided. Review of the provided images confirms that the screw head fractured from the body of the screw.